Event description:
Patient was revised to address patella dislocation.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the manufacturing lots. The investigation could not verify or draw any conclusions about the root cause of the reported dislocation. No evidence was found, suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.